Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the cuvette valve was not displayed. The probe was fixed with tape, nothing improved. Bypass was continued without the determined valve. *no known impact or consequence to patient. *product was not changed out. *procedure was completed successfully.

Manufacturer narrative:
The sample was returned for evaluation. The sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The sample was found to have difficulties connecting to the cdi500 monitors. The strength of the magnet in the complaint unit was measured and was found to be lower than normal. The root cause of this failure is defective magnets that have a low magnetic strength; therefore, this event has been confirmed. These magnets are manufactured by an outside supplier. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.